Event description:
It was reported that the customer's doctor felt the insulin pump was not delivering insulin accurately. The doctor wanted to a certified insulin pump trainer to check the insulin pump for the customer. Advised the caller that an insulin pump trainer would be notified. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.